Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
On (B)(6) 2009, the patient was implanted with the greenfield vena cava filter. The patient had been hospitalized for pulmonary embolism in her right lower lobe. In (B)(6) 2015 the patient presented with complaints of pain and discomfort in the chest. The patient was hospitalized and diagnosed with bilateral segmental pulmonary emboli in her left lower, right lower, and right upper lobes. In (B)(6) 2017, the patient was hospitalized for complaints of pain and other discomforts and subsequently diagnosed with deep vein thrombosis.